Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that during performance verification testing the unit is failing the battery test. The customer reported there was no patient involvement.

Manufacturer narrative:
The product support informed the customer that on the new revision of the service manual the battery current is no longer being capture. In this test parameter requirement was removed from rev e forward. The customer is using older service manual. Per biomed after using the latest rev service manual the battery passed the test. No part was replaced.